Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist the patient underwent a transfemoral tavr with a 26mm sapien 3 ultra valve. Post deployment, during delivery system removal through the sheath, the balloon ruptured due to it still being partially inflated. There was mild extravasation at the access site. Hemostasis was achieved using additional closure devices. There was initially retained volume in the balloon when the delivery system was being removed. The fcs instructed the physician to try deairing the balloon again. Less than a couple minutes were waited between deflation and withdrawal. The field clinical specialist reiterated the importance of fully locking the syringe and not forcing the balloon if resistance is met during removal. The distal edge of the sheath looked damaged upon withdrawal. The valve function was normal at the end of the case. The patient did very well and had no excessive blood loss. The devices are available for return.

Manufacturer narrative:
This report is related to user facility medwatch number 3900420000-2021-8004.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 26mm commander delivery system was returned fully inserted through the full loader assembly and 14f esheath. The delivery system was returned in packaging position, locked, with half fine adjust and no flex in use. Visual inspection of the returned device was performed and the following was observed: the crimp balloon was torn at the I/c (inflation to crimp) bond. There was a distal inflation balloon bunched over nose tip. The proximal triple marker dislodged likely due to excessive device manipulation used during delivery system withdrawal. Double wall thickness measurement of the crimp balloon was taken and the measured components were within specifications. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inability to withdraw the delivery system through sheath and balloon torn were confirmed. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during withdrawal may result in crimp balloon tearing prior to successful withdrawal of delivery system. As reported, 'there was initially retained volume in the balloon when the delivery system was being removed.' Residual fluid left in the balloon after deflation, increases the balloon diameter and interferes with the sheath tip during withdrawal. As a result, additional manipulation and/or increased withdrawal forces can lead to the separation. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (excess fluid in balloon, excessive manipulation) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented a pra. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.